Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent proxi thrombectomy system with a power pulse adapter kit attached to the spike line. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. There were numerous kinks throughout the shaft of the device. The shaft was found to be stretched 1 cm distal of the proximal/distal transaction for 34 cm. The hypotube was found broken in the stretched shaft, 27.5cm proximal from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console and the proximal shaft leaked. The shaft was microscopically inspected and a hole was revealed at a severe kink 1.5cm proximal of the proximal/distal transaction. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 01-jun-2018. It was reported that the device would not prime and there was an error message. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During preparation, the device would not prime and the console kept showing an error message. The device did not enter the patient. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a hypotube fracture and a hole in the shaft.